Manufacturer narrative:
The oad was received for analysis. Upon evaluation, the crown was found to be detached and missing. The driveshaft filars in the region of the crown weld were found to be damaged. The detached crown section was analyzed using scanning electron microscopy which found weld nuggets, indicating the crown had been welded correctly. When tested, the oad powered on and was found to function as intended. At the conclusion of the failure analysis investigation, the root cause of the oad not powering on and the detachment of the crown could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
Related manufacturer reference number: 3004742232-2018-00014. During analysis of a csi orbital atherectomy device (oad), the oad crown was found to be detached. During the procedure, the oad was advanced over the viperwire. When the power button was pressed, the device did not turn on. When attempting to remove the device, it was noted to be stuck on the guide wire. Upon removal from the patient, the tip of the guide wire was noted to be damaged and did not appear intact. Angiographic images were reviewed and confirmed that no fragments remained in the patient. A new oad and guide wire were used to complete the procedure, and there were no reported adverse consequences to the patient.